Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
Lot #20061106 (test cassette) the customer reported that a patient (outpatient) tested positive on (B)(6) 2020 using accula sars-cov-2. The patient was symptomatic, suspected of having covid-19, and had not travelled to a high risk area. The nasopharyngeal swab sample was collected on (B)(6) 2020 using the sterile rayon swab provided in the test kit. The test was performed right after sample collection and performed onsite. All samples were treated in this manner. Both the control line and test line were present after the test was completed. The read window of the test cassette was clear. External qc were performed and produced appropriate results. The test was not repeated using the accula sars-cov-2 kit. The customer cannot provide the approximate number of false positive results they had seen. Then tested negative with quest/propath test. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.